Manufacturer narrative:
Qn#(B)(4).

Event description:
Complaint received from anvisa system: "bad catheter dilator, deforming during procedure." No further event or patient details available.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed with one finding. It cannot be determined if the finding is associated with the complaint event without a sample returned for investigation. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint received from anvisa system: "bad catheter dilator, deforming during procedure." No further event or patient details available.